Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/18/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, urinary urgency and nocturia.

Manufacturer narrative:
It was reported that due to erosion and incontinence patient underwent excision of mesh on (B)(6) 2008. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.